Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had issue dimming ineffectiveness, image near point was near normal brightness, but the far point was darker. The issue occurred during preparation of an unspecified therapeutic procedure. The procedure was completed using the same device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h6, and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.